Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
An implantable cardioverter defibrillator (ICD) system was returned from henry ford hospital with paperwork indicating the patient was deceased. The patient died almost 3 years post implant of the ICD system. Per the paperwork, cause of death was cardiac arrest and sepsis. Additional information was requested but not received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).